Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no lot specific product issue from this lot. Based on the information reviewed, the reported positioning failure (grasping) appear to be due to challenging patient anatomy. The reported tissue damage was due to procedural circumstances. However; the reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. A cause for the poor imaging could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. H6: device codes 3026 and 1528 removed.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. During system preparation, the steerable guide catheter (sgc) was not responding to the plus knob properly. The knob was not holding +/-. Therefore, the sgc was not used and new sgc was used in the procedure. The ntr clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to the anatomy. Every time the diaphragm moved, the mitral valve would move making it difficult to grasp the leaflets and imaging became difficult as well. The physician decided to remove the ntr cds and replace it with an xtr cds. The xtr cds was advanced and the clip was implanted; however, mr was not reduced as chordal damage was noted. The physician indicated that the chordal rupture occurred during the attempt to grasp the leaflets with the ntr clip. The ntr clip kept bouncing in and out of the valve due to the mitral valve movement. One clip implanted with mr remaining at 4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.